Event description:
The customer's family member reported that the customer was admitted to the ER for low bgs. The contact stated that the customer was on glucose drip and placed back on the pump. Also the contact informed that the customer did experience a seizure prior to the admission. Two days later the family member called back and stated that the customer is doing fine.